Event description:
It was reported that patient underwent a hand procedure utilizing soft anchors on (B)(6) 2013. During the procedure, the anchor would not turn into the bone after the sutures were released. A new juggerknot was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned device found that it met specification. From review of the returned product, it is deduced that the anchor pulled out from the bone as the inserter was removed. The anchor was deployed and evidently created a knot.